Event description:
It was reported that the patient experienced unspecified issues with the cuff of an artificial urinary sphincter (aus), leading to a revision surgery. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.